Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. The sample was not returned for evaluation and the lot number is unknown; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as  (B)(4).

Event description:
It was reported that a patient experienced an infection and later passed away coincident with peritoneal dialysis therapy. Prior to death, the patient was hospitalized for a peritoneal dialysis catheterization insertion procedure and pd therapy. While hospitalized, the patient experienced an infection manifested as cloudy peritoneal effluent. The cause of the infection was not reported. The patient was treated with cefazolin intraperitoneally (0.5 (units not reported) three times a day at 4 hour intervals) for the infection. The patient was later discharged from the hospital with ongoing treatment and was reported to be recovering from the infection. Five days post hospital discharge, the patient passed away. The cause of death was unknown. An autopsy was not performed. Additional information was requested, but is not available. This is report 3 of 4 involved in this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.